Event description:
It was reported that the patient had a loss of therapeutic effect which was gradual, started approximately 3-4 months prior to call. Caller noted patient was on program 1 with 1- 2+ and a voltage of 2.2v. The patient was now going to bathroom approximately 3-4 times an hour during the day and 5-6 times at night. Caller stated there was no falls/trauma that prompted this and had no historical impedances to compare against. It was indicated that there was an issue regarding impedance. All pairs are greater than 4k ohms except c0 (1149ohms), c1 (393ohms), 01(1606). Caller ran test at 2v, 310usec. Caller attempted to use 01 and turned it up to 5v but got no response as far as feeling stimulation. Caller used c+ 1- and patient felt stim at 1.5v. Caller noted that she was going to leave the patient on this setting; the patient did not have a programmer as the clinic made that decision. At that setting, the patient has approximately 9-18 months left on battery. The health care provider would be meeting with patient in two weeks to check on status. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v556131, implanted: (B)(6) 2010, product type lead. (B)(4).